Event description:
The pt was in the operating room for bypass surgery and was experiencing hypotension. The hcp accessed the pump reservoir to withdraw drug and also aspirated the catheter through the catheter access port. A follow up report will be sent when additional info is received.